Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited loss of capture while programmed to max outputs. The lead was reprogrammed and remains in use no patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).